Event description:
A malfunction on the pump was reported by the caller, though no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue happened again.